Event description:
It was reported the ipg approached end of service. In turn, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete product and event information. Further information was requested but not received.

Manufacturer narrative:
The reported observation of ¿ipg approaching end of life, no loss of therapy¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion to the programmer first eri indication. The estimated longevity would have been 3.2 years +/- .25-year per ¿ 90205144, when using the as received programmed settings and assuming 1000-ohm program impedances, for device model 6662. The total stimulation on time was 3.36 years with the device not declaring end of life (eol), suggesting the device had normal battery depletion at the time of the observation. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.